Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl at the time of incident. Customer was treated with manual injection. Customer declined troubleshooting for high blood glucose level. Customer stated that they put insulin pump on auto mode, it did not gave bolus and it rejected bolus. The insulin pump will not be returned for analysis. Frm-mmt332a, unomed-mmt-874.